Event description:
It was reported that pericardial effusion, perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed a 27 mm watchman flx pro laa closure device and a watchman fxd curve access system (was) was selected to be used. During procedure the was was introduced into the laa and an appendagram was taken. A 27 mm closure device was flushed, prepared, introduced into the patient body and deployed into the laa. The appendagram was taken and a perforation of the closure device into the distal laa was noted. Intracardiac echocardiography (ice) was used to confirm the effusion. Pericardiocentesis was performed and surgery paged. After some time, the physician recaptured the closure device accidentally into the was sheath. The patient declined; therefore, surgery was performed on table. An atriclip was placed in the laa and was ligated. The patient remained inpatient, was extubated and is expected to discharge home. The patient is not discharged yet due to deep vein thrombosis (dvt) in arm from peripherally inserted central catheter (PICC).